Event description:
It was reported that it takes a lot of effort for the bonecutter to take some of the bone. The bonecutter blade produced small chips of metal in the joint. They were removed by flushing out. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
Date of the event is unknown.

Manufacturer narrative:
The reported 4.0mm elite acromionizer burr, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and the customers' complaint cannot be confirmed. From the information provided, the burr shed during use, causing metal debris to enter the joint space. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly. The instruction was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Additional information in: expiration date: (B)(4) 2023 device manufacture date: (B)(4) 2018 correction catalog number: (B)(4) unique identifier (UDI) #: (B)(4).